Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from multiple patient samples run on the vitros eci immunodiagnostic system. The initial vitros trop I es results obtained were higher than expected for the following patient samples based on repeat testing performed on an alternate vitros eci immunodiagnostic system (units are ng/ml): (B)(6). The non-reproducible higher than expected vitros trop I es patient results were obtained between (B)(6) 2012. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory as the customer repeated the samples on the alternate analyzer for confirmation. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained during a five month period for multiple patient samples run on the vitros eci immunodiagnostic system using multiple vitros trop I es reagent lots. Results of tropi es precision testing demonstrated that the vitros eci immunodiagnostic system was not operating as expected. An ocd field engineer performed microwell incubator cleaning, replaced the incubator rings and lower heat plate, and performed relevant subsystem adjustments. Following completion of these service actions, acceptable vitros trop I es performance was observed. In addition, the patient samples were not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Based upon investigation findings including the observation of acceptable tropi es performance of the multiple lots of vitros tropi es reagent on an alternate vitros eci as the same laboratory, the root cause of this event is most likely instrument related. Pre-analytical sample processing cannot be ruled out as an additional contributing factor.